Event description:
Boston scientific received information that the electrocardiogram did not align with the atrial signal as expected during the pre-discharge check. A chest x-ray confirmed that the right atrial lead had dislodged. As a result, a revision procedure was performed and the ra lead was successfully revised. To date, no adverse patient effects were reported during this revision procedure. All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2016 - we were notified that this lead was explanted and returned at the time of the patient's death. The cause of death was not device related. Upon receipt, the lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the silicone sealing of the is-1 connector pin was damaged. Cuts in the insulation were observed. These damages occurred most likely during the surgery. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.